Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown patella 5550-x-xxx. This information was received via a post market surveillance surgeon survey. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patella - clunk is a soft tissue femoral component problem.